Event description:
It was reported by a technician, a fissure was noticed during the upgrade of the cot's slide tube support. The fissure never lead to a functional disturbance nor was a pt impaired. There was no reported pt involvement or adverse consequences.